Event description:
It was reported that (1) device was used during a pelvic exoneration procedure. It was reported by the rep that the first firing of the 35mm endo cutter (atw35) performed poorly. Bleeding at the staple line. It was reloaded and fired with good hemostasis.